Event description:
Event description cpi received information that the patient with this implantable pulse generator (ipg) reported to the emergency room. An ECG was recorded and a three second pause in pacing the ventricules was seen. The patient had an underlying rhythm and was not symptomatic.